Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the strong shocks was a change in device programming. Position was turned off. The patient turned position back on and the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was really 2 nights ago when the patient went to go to sleep they started getting real strong shocks down their right leg. The patient was able to switch to group b and the shocks went away but the patient wanted to use group c. Pt noted when they were on group b they could not check their positions. During call pt went to group c and went into program 1 which was at 2.6 intensity; the adaptive stim was off so pt turned it back on. Pt went to programs 2 3 and 4 and it was on now. Pt went to their menu and the option of check position was on. Agent informed pt to monitor issue to see if issues persisted when they went to sleep now that adaptive stim was on.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.